Event description:
Additional information provided from the field indicated surgical intervention was performed and the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. Loss of capture was also observed on the lv channel. The lv lead has been programmed off and the crt-d remains implanted and in service. No adverse patient effects were reported.